Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. . Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old male patient underwent an ischemic ventricular tachycardia (isvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade (requiring pericardiocentesis), cardiac arrest (requiring cardiopulmonary resuscitation (CPR) and defibrillation), thrombosis (requiring surgical intervention) and death. Towards the end of the procedure, the patient became hypotensive. Intracardiac echocardiography (ice) was used to check on a previously existing pericardial effusion that was noted at the start of the procedure. The physician confirmed that the effusion was growing in size and performed pericardiocentesis to drain an unknown amount of fluid from the pericardial space. The remainder of the procedure was aborted. The patient went into cardiac arrest and required CPR. The patient was already defibrillated five times. It was also reported that a clot in the right ventricle post protamine administration was noted. Patient was unstable and was sent to surgery for clot removal. The patient died during the surgery. The physician did not provide a causality opinion for the cause of this adverse event. The max wattage used was 50 watts, the total ablation lesions were 80, the total ablation time was 57 minutes and 37 seconds. The total fluid used was 1383 ml. There was no evidence of steam pop during the ablation. The catheter irrigation was set at 8-15ml/min per instructions for use (IFU). No error messages were displayed in any equipment. The parameters for stability used with the visitag module were 3mm, 3 secs. Tag index was used as coloring option.